Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in romania: "chemo leakage" according to the customer: "the pump for patient a.g. Was installed on (B)(6) 2023. The next day the patient came back with the pump, saying that it had run out overnight.the nurse checked, and saw that on the exit of the thread from the pump the cytostatic was leaking. The patient was no longer given the drug."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: sample/s evaluation: received one sample without the original packaging. The batch number on the bbc (big bottom cap) of complaint sample was 22k20ged91. Crack was observed at the filling port. The complaint was filled with solution and bbc was removed. Leakage was observed at triangle tube to step down tue connection. CAPA has been raised to address triangle tube to step down tube connection leakage issue. Measure: analysis: this complaint batch 22k20ged91 was rework batch with holdback at in process quality control inspection on failed tightness test due to leaked between step down tube and triangle tube at big bottom cap. The holdback batch was reworked according to sop where the old step down tube and triangle tube was removed and replace with new step down tube and triangle tube and microbore tube. After the batch was reworked, it was tested according to specification and released after the products are tested to be within specification. The rework process will not have adverse effect to the pump. However, during the rework, the root cause of the complaint defect was still under investigation, upon the root causes were identified, mitigation actions have been implemented to address the issue. The major contributors to the effect have been immediately rectified after the root causes were identified. Summary of root cause analysis: the complaint sample was leaking at triangle tube to step down tube connection. Thus, we considered, this complaint as confirmed. Device history record (DHR): reviewed the DHR for batch 22l13ged91, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.